Event description:
Provon surestep foley care wipes have been repackaged in a way which looks very similar to pdi sani-hands wipes - now in size and product style as well as package color. This change puts caregivers and patients at risk for misusing the products for the wrong task, risking perineal skin integrity were the hand-sanitizing wipes used accidentally. The hand wipes have a high percentage of ethyl alcohol content which would be contraindicated for foley care use.